Manufacturer narrative:
Reported event: an event regarding infection involving an mrh insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the sales rep that the patient infected with ecoli and revision surgery completed on (B)(6) 2023. This is the first revision surgery whereas primary surgery was on (B)(6) 2021 in which the expired implant was implanted on patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#gmrs dist fem comp std r 65mm ; cat#64952040 ; lot#ee32s. Device name#gmrs extension piece 50mm ; cat#64956050 ; lot#ar23p. Device name#mrhk femoral bushing ; cat#64812110 ; lot#ljb109. Device name#mrh axle ; cat#64812120 ; lot#ctd36373. Device name#mrhk bumper insert - neutral ; cat#64812130 ; lot#ljb135. Device name#mrh tib rot comp xs-xl ; cat#64812100 ; lot#167626b. Device name#mrhk tibial sleeve ; cat#64812140 ; lot#ljb107. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.

Event description:
It was reported by the sales rep that the patient infected with ecoli and revision surgery completed on (B)(6)2023. This is the first revision surgery whereas primary surgery was on 21 may 2021in which the expired implant was implanted on patient.